Event description:
The customer reported that the system displayed a collimator too large error message during a case. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.